Event description:
The following information had previously been reported in manufacturer report # 3004209178-2016-09387. Any additional information received regarding this event will be reported under this manufacturer report #. [Information was received from the consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and other non-malignant pain. The patient¿s quality of life had decreased dramatically over the past 1.5 years (from (B)(6) 2016). They had several cardiac issues. Not once had they heard or had these issues addressed. It was reported that medical records had been ¿altered.¿ the patient was hospitalized on several occasions for chest pain, increased weakness, shortness of breath, loss of consciousness, increased heart rate, spasticity, chest heaviness, ¿etc.¿ the patient was told to find a psychiatrist. No steps were taken to address the patient¿s needs or medical treatment by her physician and his partners to improve her quality of care or expressed concerns. The drugs being delivered by the pump at the time of the decreased quality of life and hospitalizations were identified as baclofen, hydromorphone, fentanyl and bupivacaine. Type and lot number of baclofen, concentration and doses were not provided. Diagnostics/troubleshooting performed were labs and a heart device check. No other actions/interventions were taken. The symptoms had not resolved.] Additional information was received from the consumer. It was reported that the cause of the patient's decreased quality of life, cardiac issues, chest pains, falls, weakness, shortness of breath, loss of consciousness, increased heart rate, spasticity, and chest heaviness was over medication. After the pump was discontinued, the patient suffered severe pain, flu-like symptoms, chills, sweating, body tremors like seizures, harsh pinching like bee stings all over, itching, increased muscle spasms, chronic severe nightmares, loss of consciousness, inability to concentrate, extreme hair loss, dry skin, and vomiting. It was noted that the patient was in a car accident and was hospitalized due to the loss of consciousness. The patient was also bed bound for nearly 1 year.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp) that reported diagnostics were performed related to the patient's symptoms in 2014. The catheter dye study on (B)(6) 2014 was normal. An epidural blood patch was performed on (B)(6) 2014 due to a history of reported swelling at the catheter site and positional headache (ha). Headache was improved as reported by the patient at the (B)(6) 2014 visit. The patient was at elective replacement indicator (eri) and was at 6 months in (B)(6) 2015 when she asked for cessation of the intrathecal (it) pump medications. The patient's pump medications were tapered and her pump filled with saline on (B)(6) 2015 per her request. In a follow up visit on (B)(6) 2015 she did not want to pursue intrathecal (it) pump medications due to the cost and her report of "toxicity" to her body. The patient refused surgery for pump removal. The pump had administered compounded baclofen 162.5 mcg/ml (70 mcg/day), fentanyl 1450 mg/ml (630 mg/day), hydromorphone 8.7 mg/ml (3.78 mg/day, and bupivacaine 17.5 mg/ml (7.6 mg/day. End date of intrathecal drugs was (B)(6) 2015 when the pump was filled with saline. Other medications (oral, etc.) That the patient was taking at the time of the event was tizanidine 2 mg, baclofen 10 mg, topamax 100 mg, remeron 115 mg, synthroid 200 mcg, midrin, adderall 10 mg, and lexapro 20 mg. Patient's pertinent medical history included mitochondrial myopathy and an allergy to steroids.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving hydromorphone 3.78 mg per day, fentanyl 630 mg per day, bupivacaine 7.6 mg per day and unknown baclofen 70 mcg per day via an implantable infusion pump for non-malignant pain and other non-malignant pain. The concentrations of the medications and brand name of the baclofen were not known. It was reported the patient was passing out constantly and other times she was violently sick. She had also started constantly falling. As a result, she thought she had spinal headaches. This had occurred in 2014. The patient would have a spinal patch and she would then feel better, but the healthcare provider (hcp) reportedly said he didn't see a fluid leak. It was also reported the medication was titrated and saline was put in the pump. After saline was put in the pump, she went to the hospital with severe withdrawal. The patient's hcp wouldn't help her because she was dismissed due to not having the pump filled. The event date for the withdrawal following having saline placed in the device was noted to have been (B)(6) 2015. The patient didn't have a hcp as a result. No further information was provided including what circumstances led to the events, if any diagnostics had been performed, if the symptoms from 2014 had resolved, or what actions/interventions occurred to resolve the withdrawal.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.